Event description:
It was reported that the patient's right atrial lead had impedance over 4000 ohms. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing that did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.